Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was treated with antibiotics (type and date not reported). A skin flap rotation and wound debridement were performed on (B)(6) 2012; however, the issue could not be resolved. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, april 25th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.